Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. During testing at the user facility, during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alar tone during an alarm condition. This was due to corrosion on the beeper which disabled the operation of the beeper. The cause of the corrosion was due to spillage from use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.